Event description:
Found during daily testing. The device would not power up with battery power. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply module, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.